Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 588mg/dl. It was stated that the events leading to her admission was vomiting, ketones, and glucose in urine. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's recent glucose reading was 450mg/dl, and she has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.